Event description:
Ecoflx 500 ml emptying mixture container (pvc-free) lot(10): c24s0780, exp (17): 10-2029 we've observed that after injecting into the container, particulate matter or "free floaters" appear inside the bag. This issue has been noted across multiple units from the same lot. The particles seem to originate post-injection, suggesting a possible interaction with the rubber stopper or internal components of the container. Further investigation may be warranted to assess product integrity and potential contamination.